Manufacturer narrative:
(B)(4). Batch # l90g8e. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that titanium tip broke during laparoscopic surgery. The broken tip was retrieved immediately. Changed another one to complete surgery. No additional information can be provided. It might cause bleeding.